Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult clip delivery system (cds)insertion was confirmed, while the difficult cds removal was not confirmed. The reported difficult cds insertion was confirmed and appears to be related to an issue with the sgc silicone valve. However, a definitive cause for the reported difficult cds removal (clip caught on clip introducer) in this incident could not be determined. The returned device analysis confirmed that the cds was able to be removed from the sgc without issue. It is possible that the user technique contributed to the user experience; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate manufacturer report number.

Event description:
This is being filed to report the resistance felt when removing the clip and clip introducer from the steerable guide catheter, which has potential of injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. While attempting to advance the clip delivery system (cds) clip introducer, resistance was felt with the valve of the steerable guiding catheter (sgc). The clip could be advanced, but the clip introducer could not. When the clip was retracted, resistance was felt between the clip and the clip introducer, which required forceful removal. Both the sgc and cds were replaced. By the end of the procedure, two clips were implanted reducing the mr to < 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided regarding this issue.